Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to fluid loss. A surgical procedure was performed in which the existing device was removed and replaced for a new system. The source of the leak was not identified. The patient did great and had excellent results.